Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 600 mg/dl. The customer also stated that she is bi-polar, and was being treated for that as well. The customer stated that she experienced nausea and ketones. The customer stated that the insulin pump was removed during the hospitalization, and when it was returned to her, the screen was and still is blank. Troubleshooting was performed, but the display did not return. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform occlusion test due to prime/fill anomaly. The insulin pump monitored for twenty-four hours and no blank display noted. All currents are within specification. No damage found on connector and isolation tape.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.